Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that multiple medications were grayed out for multiple patients on one station. A technical support specialist noted that no response or additional inquiries were received from the customer after multiple follow-ups. The case was closed, and the customer was advised to contact technical support if further assistance was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple medications greyed out for multiple patients on the station, order sent to the station from the pharmacy; however, attempted to remove the medications it greyed out. The customer stated that this malfunction occurred while trying to remove a medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.